Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hyperglycemia could not be established. Cassettes (B)(6) were returned for investigation and were confirmed to be in use at the time of the event. Each cassette successfully completed priming and functioned as intended. No device issues were identified. Further investigation into the reported event was unable to be conducted as system logs from the time of the event are not available for review and the user remains ongoing on their twiist pump. The current version of the twiist aid system user guide provides information regarding potential causes of hyperglycemia as well as ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No additional information relevant to the reported event has been made available to millyard advanced medical products, llc, for further evaluation.

Event description:
An initial event notification was received by sequel med tech, llc, on 07-may-2026 and forwarded to millyard advanced medical products, llc on the same day. On (B)(6) 2026, the user reported that they experienced elevated glucose values after changing their supplies earlier in the day. The user subsequently exchanged their twiist cassette and cleo 90 infusion set again but reported that their glucose remained unchanged. The user experienced tightening in their chest and reported a blood glucose value of 538 mg/dl prior to their meter displaying "high" like the twiist app. The user denied needing medical services and was advised changing their infusion site and deliver a bolus to resolve the hyperglycemia. The user later reported that their glucose values began trending down after changing their twiist cassette, infusion set tubing, and infusion site. The user further stated that they were confident their twiist pump was functioning as expected but they struggled to find good infusion site locations that absorb well. The user remains ongoing on their twiist pump.